Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. Reportedly, the display screen was blank after a battery change. Patient reported that the pump gave audible alerts but the display remained blank with batteries from different packs. Patient denied that there was trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: during investigation, a review of the alarm history showed multiple call service alarms on (B)(6) 2014. The pump booted to the verify screen with audible sounds and vibratory features. The display screen was fully functional during testing. The complaint of a blank display was not duplicated during evaluation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.